Event description:
During preventive maintenance service, the manufacturers field service engineer (fse) reported the ventilator alarmed vent inop due to a power on self test (post) test failure. A vent inop occurrence during normal ventilation operation signals the operator that the ventilator is not capable of supporting ventilation and requires service. The fse reported a software download was performed per device service manual recommendations to correct the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Date: (B)(6) 2014; (B)(6) 2015. After programming the returned cpu there were no functional failures identified. Programming this unit corrected the problem. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Required software download.